Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6. The device has been returned to the manufacturer and further investigation is ongoing. Furthermore, manufacturer is retrieving and reviewing the manufacturing documents. A follow up report will be provided upon completion of investigation or receipt of any further information.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval plus valve size l was attempted to be implanted in a patient. Reportedly, when they went off pump, there was no heartbeat. As such, they went back on pump, explanted the valve and replaced it with intuitive 23mm valve. However, off pump there was still no heartbeat. Thus, the patient was air flighted to another facility. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model # pvf-l, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacture¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # pvf-l) perceval plus heart valve at the time of manufacture and release. The valve has been returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. Functional test was performed. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of about 100 mmhg is 3.39 cm2, well above the iso 5840 minimum requirement 1.75 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.2 % and it is below the requirement of iso 5840 (rf% < 15%) for a prosthesis of equivalent tad. No anomalies were observed during the whole cardiac cycle under both normotensive and hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions per iso 5840:2021 minimum requirements. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the cause of the reported event cannot be traced to the device. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model # pvf-l, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacture¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # pvf-l) perceval plus heart valve at the time of manufacture and release. Steady flow test review was also performed. The images demonstrate the acceptable opened and closed leaflet performance of the perceval pvf-l sn# (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the dedicated procedure at the time of release. Conclusion will remain the same.